Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the act and up buttons were hard to push as well as insulin pump received button error alarm. Troubleshooting was completed for keypad anomaly. Customer reported that the insulin pump was not turning on so they changed the battery again and got an off no power alert. Customer reported that the menu continues to scroll without input by user. Customer mentioned that the time was advancing on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on act and up arrow button. The connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected off no power were noted. However corroded battery tube spring noted.

Manufacturer narrative:
Device received with intermittent button response due to flattened (no creased) dome switch on act and up arrow button. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification. No unexpected off no power were noted. However corroded battery tube spring noted.